Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter, and a deflection issue occurred. During an internal review on 4/23/2019, it was noticed that in the initial, the manufacture address was erroneously reported as 31 technology dr. Irvine, ca 92618. The correct address is 33 technology dr. Irvine, ca 92618. Section d3 of this report has been updated. The investigational analysis completed 4/26/2019. The device was visually inspected and the shaft was found damaged with the braid exposed. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter handle was opened. The puller wire was found broken. A closer inspection revealed that the polyamide was bonded to the side arm assembly causing the deflection issue. A manufacturing record evaluation was performed and no internal actions were identified.  The customer complaint was confirmed. The root cause of the puller wire breakage and the shaft damage cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 3/28/2019, a manufacturing record evaluation was performed for the finished device and no internal actions related to this complaint were found during the review. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation (stsf) catheter, and a deflection issue occurred. The stsf catheter lost deflection. Catheter replacement resolved the issue. No adverse patient consequences were reported. The deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on 3/15/2019 the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and on 3/18/2019, found a kink in the shaft approximately 78 cm from distal tip, leaving exposed wires or braid. The damaged shaft has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 3/18/2019.